Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated the device was exposed to rainfall. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 72 mg/dl at time of reporting. Nothing further reported.